Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using a recently opened gum deep clean toothbrush and it was shedding bristles while brushing.